Event description:
This spontaneous case report from a consumer in united states was identified in the internet on 01-nov-2013. The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and her coils had migrated, its in abdomen somewhere, she became pregnant with essure (device failed), and delivered via emergency c-section. The consumer's medical history included two children. No information was given on consumer's drug history, concomitant medication and concurrent conditions. In 2008, the consumer had essure (fallopian tube occlusion insert) inserted for permanent birth control. Three years after insertion (2011), consumer went to the doctor for problems with her menstrual periods was diagnosed with pregnancy (device failed). Six months later, female baby was delivered via emergency c-section, consumer stated 'an unexpected blessing, her e-baby'. Doctors told consumer that her coils had migrated, its in her abdomen somewhere. Reporter did not assess drug-event relationship. No further information can be obtained. Follow up information received on 27jan2014 - ptc assessment. Ptc numbers: global (B)(4) and local (B)(4). Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the reported medical events are not indicative of a quality deficit per se. Contraceptive failure may occur under the use of any contraceptive. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Follow-up 24-feb-2014: in a news video clip, consumer reported her experience using a permanent birth control method called essure. She described that it had a great efficacy rate, it was 99.98 percent effective at that time when she had it done. Consumer herself became pregnant. No further details were reported. Follow-up information was received on 05-mar-2014. The consumer stated that what really makes she mad is not knowing how essure is going to affect her e-baby's future reproductive health. No further information was provided. -follow-up information received from consumer via regulatory authority from united states (reference number: mw5035132): in (B)(6) 2008, the consumer was implanted with essure six weeks after the birth of her second child. Her hysterosalpingography was done four months later (her cycle did not matchup with available appointments at thee-month mark as recommended) and she was told she was 100% occluded and could discontinue oral birth control. In 2010 she was evaluated by another obstetric/gynecologist for clotty, heavy, hemorrhagic (at times) bleeding during her periods. She expressed her concern that essure was the cause as that was the only new thing she had done. The doctor dismissed her concern saying "essure is non-hormonal and has no effect on your bleeding". The consumer was put on oral birth control after doing an endometrial biopsy. In 2011, she discontinued the oral birth control as her bleeding had started prior to the end of the hormonal pills in the pack. The pills had not helped her bleeding whatsoever anyway; it was still heavy and very clotty. In 2011, she did not have a period. She had been working out a lot and watching her diet and had lost 35lbs. She thought her body was adjusting to the weight loss and coming off of the hormones. In 2011, she returned to her obstetric/gynecologist and they told her she was 13 weeks pregnant. Her pregnancy progressed normally, being observed with weekly ultrasounds for mild polyhydramnios and had twice weekly non-stress tests due to her weight. Her baby was born in 2012. She underwent a laparoscopic tubal ligation and hernia repair in 2012. Her obstetric/gynecologist found that her left essure coil had completely migrated out of the fallopian tube and was scarred into her abdominal wall. The right essure coil had also perforated and was partially in the tube still, with the free end making contact with her colon. It was elected to remove that one but decided to leave the left coil in her abdomen. Since her partial removal she still has heavy, hemorrhagic, clotty periods. She has since been diagnosed with multiple fibroids, which she did not have prior to essure implantation. Follow up information received on 21-apr-2014: consumer stated that her lawyer advised her not to speak with bayer. This is a potential legal case now. Follow-up information received on 14-aug-2015: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 ((B)(4)). Consumer stated that procedure was quick, simple, not too painful (although she was put to sleep in the operating room) and was back at work the next day. Three years after being confirmed blocked, she was thirteen weeks pregnant. Company causality comment: this legal case report refers to a female consumer of not reported age who had inserted essure (fallopian tube occlusion insert) and became pregnant. She delivered via emergency c-section. She also experienced left essure coil had completely migrated out of the fallopian tube and was scarred into her abdominal wall and the right essure coil had also perforated and was partially in the tube still, with the free end making contact with her colon. This case is not medically confirmed. Device migration and fallopian tube perforation are listed in the reference safety information. Delivered via emergency c-section' is unlisted. All events are considered serious due to medical importance. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. The failure rate may be increased due to patient non-compliance. In the present case, left essure coil had completely migrated out of the fallopian tube and the right essure coil had perforated. It is unknown whether essure coil migrated first and the pregnancy followed, or if it was in place during conception, and migrated later, during pregnancy. However, the possibility of contraceptive failure cannot be excluded. The indication of emergency c-section was not reported. However, due to positive temporal relationship, causality with essure is assessed as related. As temporal relationship between device migration and fallopian tube perforation and essure use is positive, causality is assessed as related. Additionally, non-serious events were reported. This case was regarded as incident due to required intervention. According to ptc report, no complaint sample was provided and no batch number was reported. Based on the available information, there is no reason to suspect quality defect. Further information is expected through litigation process.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.